Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: "when reviewing the new parts involved in the surgery performed at the (B)(6), it was found that the insertion arch (reference: (B)(4)) was fused to the tfna ø10 130 nail (reference: (B)(4)) by means of the connection screw for the insertion arch (ref: (B)(4)) and has internal scratches, along with the implants that were removed due to this new part. The material is not marked with a red appointment for review and washing, but the review and washing processes are followed to send the parts to quarantine, since it has an associated product complaint for a more detailed study. I attach photos of what was evident in the new part. In addition, the 8.0 mm hex screwdriver (reference: (B)(4)) and the guide bar impactor (reference (B)(4)) are being sent back due to damage." "It was impossible to disassemble the insertion arch and the nail to such an extent that the t-head screwdriver that secures the connecting screw broke."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure the implants were damaged and when surgeon tried to remove the instrument, it was impossible to release the nail from the instrument, so he had to remove all the implants and leave the patient with the initial injury. Surgeon planned to reoperate patient on (B)(6) 2025.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If more information become available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. The doctor initially reports that the support that went to the procedure had no idea of the technique, referring especially to the augmentation. The doctor also tells that he recommended to the support on several occasions not to tighten the system too much and unfortunately, first he was unable to increase, since the support damaged the implant and the doctor argues that he decided to leave it without increasing, however, when he wanted to remove the instrument, it was impossible to release the nail from the instrument, so he had to extract all the implants and leave the patient with the initial injury, where he is very worried about the patient's condition and life; then, he reports that he will pass on the report as head of orthopedics at the ips and that of course they will not assume the costs of the manipulated implants and that finally they had to remove them. Finally, he requests not to send the support that attended this event again and to try to reintervene again on (B)(6) but requires that we send him a double set of equipment and implants and of course a support that knows the tfna technique and its augmentation very well, for which a new of (B)(6) is created. This initial report is sent and we will remain attentive to the client's official report.